Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No insulin pump alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted unit received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced program alarm anomaly. The customer's blood glucose value was unknown. The customer stated that the alarm did not clear with the escape and act button. The customer was assisted with clearing out battery out limit alarm. The customer was assisted with the self-test and it passed. The product was returned for analysis.